Manufacturer narrative:
Based on the analysis of the returned device, a leak was noted. During functional testing the device did not meet specifications during an irrigation leak test. The irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.